Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the avea ventilator has inaccurate tidal volumes, ventilation inoperable on screen and efs (expiratory flow sensor) sensor errors. At this time, there is no information regarding patient involvement associated with the reported event.